Event description:
A peritoneal dialysis (pd) register nurse (B)(6) contacted (B)(6) customer service to report a complaint regarding the product bd 21g x 1" needle 100/box. She stated that the needle was bent out of the plastic safety place and a staff member was poked with the needle. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".